Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they primed the insulin pump it went up to 26 units but no insulin came out of the tubing. The customer then received a priming complete screen. The patient's blood glucose at the time of incident is unknown. The customer cleared the alarm, rewound the insulin pump, and received an off no power alarm. The customer then cleared that alarm and changed the battery and the display went blank. The customer changed the battery again and the display returned. Troubleshooting occurred for the blank display and there were no apparent anomalies with the insulin pump. No products were returned and a replacement battery cap will be shipped to the customer.